Event description:
It was reported that during a procedure the vapor activation buttons for 2 delivery devices would make the normal clicking noise when pressed, but no vapor treatment would occur. The delivery devices were removed. A third delivery device was chosen to continue the procedure. During use of the third device the same vapor button issue occurred. The physician was able to move the vapor button in a certain way and it worked. Halfway through the procedure, the needle could not be retracted using the retraction button. The needle was removed from the patients body using the manual needle retraction. The physician was unable to deliver all the treatment for this case and re-scheduled the patient. There was no patient harm due to this event.

Event description:
It was reported that during a procedure the vapor activation buttons for 2 delivery devices would make the normal clicking noise when pressed, but no vapor treatment would occur. The delivery devices were removed. A third delivery device was chosen to continue the procedure. During use of the third device the same vapor button issue occurred. The physician was able to move the vapor button in a certain way and it worked. Halfway through the procedure, the needle could not be retracted using the retraction button. The needle was removed from the patients body using the manual needle retraction. The physician was unable to deliver all the treatment for this case and re-scheduled the patient. There was no patient harm due to this event.